Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid effluent, coincident with peritoneal dialysis therapy. On the day of onset, the patient visited the hospital for the event, but it was not reported if the patient was hospitalized for the event. The cause of the turbid effluent was unknown. Treatment for the turbid effluent was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the turbid effluent. No additional information is available.